Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Review of the device data logs confirmed the device failure to recognize the correct power source. The evaluation found that the device was detecting the ac power source as an external battery due to a faulty main circuit board (pcb). Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported device failure was most likely due to an isolated component failure within the device main circuit board (pcb). The main pcb was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to recognize a main ac power supply. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not yet been returned, therefore resmed is unable to confirm the alleged malfunction at this time. (B)(4).

Event description:
It was reported to resmed that an astral device failed to recognize a main ac power supply. There was no patient injury reported as a result of this incident.